Event description:
A nurse reported that "the occlusion belt was constantly going off" during a cataract intraocular lens implant procedure. The surgeon noticed a thermal injury. The procedure was able to be completed and the surgeon placed one suture to ensure closure.

Manufacturer narrative:
The customer did not request service; however, the customer's handpiece is being returned for eval. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).